Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out-of-range (oor) shock impedances on the right ventricular (rv) lead, measuring greater than 125 ohms. The oor upper limit alert was reprogrammed to 150 ohms, and the physician will continue to monitor. The crt-d and rv lead remain in service. No adverse patient effects were reported.